Event description:
It was reported that the cause of the elevated pump power and elevated lactate dehydrogenase (ldh) was not identified. An echocardiogram (echo) was performed on (B)(6) 2021 and there was no clot visible. There were no symptoms indicated by patient. It was recommended to resume therapeutic international normalized ratio (inr), take lovenox as needed (patient was very resistant), and to continue home antibiotic regimen.

Manufacturer narrative:
Manufacturer's investigation conclusion: based on complaint history and similarly reported events, the pump power elevations and previously reported elevated ldh is consistent with that of a suspected thrombosis; however, a specific cause could not conclusively be determined through this evaluation. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log file contained data spanning from (B)(6) 2021 20:05:17 through 13:13:59, per the timestamp. Two power elevations of 10 and 13 watts were captured on (B)(6) 2021 and (B)(6) 2021, respectively. Flow reached as high as 12 lpm during these events. Motor power was trending upward throughout the file, with an average power of 6.9 watts. The power elevations were captured while the patient was connected to the power module. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19nov2013. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for infection and elevated ldh was reported under MFR# 2916596-2021-02301. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was recently admitted to hospital for bacteremia. During admission, lactate dehydrogenase (ldh) was noted to be elevated. Patient presented to clinic on (B)(6) 2021 with flows elevated from normal. Patient stated that flow was approximate 1 lpm and power was approximate 1w higher than normal. The log file captured on (B)(6) 2021 a power elevation at 10 watts and that the power and flow appeared to be slightly trending up.